Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 252 units of this code-batch. There are (B)(4) units in our stock blocked. An open sample has been received on 19 october 2023 from the customer for analysis. We have received only the first pack empty (needle and thread missing) and with blood, in a biohazard bag. Without any closed sample we cannot carry out an analysis in order to take a decision. However, we tested the needle attachment strength of samples received from stock ((B)(4) units) and the results fulfilled the requirements of the european pharmacopoeia (ep): 0.152 kgf in average and 0.104 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Furthermore, needle attachment strength results before releasing the product were 0.138 kgf in average and 0.129 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. According to the results of the stock samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were (B)(4) units in our stock. We have not received any sample from the customer. We have requested one box ((B)(4) closed samples) from stock for analysis. We have tested the needle attachment strength of all closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.152 kgf in average and 0.104 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Furthermore, needle attachment strength results before releasing the product were 0.138 kgf in average and 0.129 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. According to the results of the stock samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the suture thread does not have one of the two needles. No injuries or consequences have been reported. Additional information has been requested.